Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server stock out reports were not generating, issue was impacting random medications and all station. However, there were no delays or adverse events or injuries reported based on this event.